Manufacturer narrative:
The device was not identified by serial number; however, the customer has identified three possible serial numbers: (B)(4), (B)(4), and (B)(4). The devices are expected to be returned for investigation. The devices have not yet been received. The pump histories were downloaded and printed at the user facility. The customer did not provide an event date; therefore, the histories cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon every by hospital personnel. (B)(4).

Event description:
The customer contact reported, the pt received more medication than intended. On an unspecified date and time, the device was programmed for tpn (total parenteral nutrition) delivery with a 2 hour taper up and a 2 hour taper down, a 3500ml vtbi (volume to be infused), for a duration of 12 hours, a container size of 3530ml, via a PICC (peripherally inserted central catheter), and the delivery was started. After an unspecified length of time, the pt's husband reported the display indicated an unspecified vtbi; however, the container was empty. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical for this pt. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.